Event description:
Customer alleges that the system was in use on a pt for a whole body study. A foley catheter was in place in the pt. The urine bag was placed on the foot end of the "phs." The bag slipped from the end of the pallet, the pallet traveled normally as typical for a whole body study and eventually the catheter was pulled from the pt. The pt was injured and expired. The cause of death is unknown to siemens. The service engineer visited the site and there was no equipment malfunction or error.